Event description:
I've bought the speedyswab covid/flu test three different times and each time the results were negative only to find out at the doctors office the results were really positive for flu a and b. I tested 24 hours apart and both said negative. I just don't think they're accurate enough to be approved for reliable results. I could have had correct results for my kids and had tamiflu in a more timely matter rather than thinking it's something else. My son has had a 103 fever since saturday and I tested that day and yesterday and it said negative. The pediatrician said he has flu a. This also happened in december. Just wanted to let the FDA know. Flu results. Reference reports: mw5166103, mw5166105.